Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2006 and 3dmax mesh (x2) on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿in the right groin, the cord structures, hernia sac with its contents separated from one other. The incarcerated right inguinal hernia with small bowel and omentum incarcerated into scrotum was reduced and sac at the internal ring was closed sutures. An extra-large perfix plug (device 1) was placed into an indirect inguinal hernia into the internal ring and tacked in place using sutures. The onlay patch was placed with tails of patch and sutured together around the base of the cord.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent right inguinal hernia and left inguinal area thereby underwent robotic assisted laparoscopic repair with partial removal of prior perfix plug (device 1) and implant of two 3dmax meshes (device 2 and 3). Per operative notes, ¿adhesions were reduced and in left side, an indirect hernia was noted. Hernia sac was reduced and large left 3dmax mesh (device 2) was placed into the abdominal cavity and secured to cooper¿s ligament using sutures. In right side, the recurrent direct hernia was identified. The prior mesh plug (device 1) was noted in the indirect space and hernia sac was reduced and dissected completely. Extensive adhesions from prior repair was reduced and previous mesh (device 1) was partially divided and removed from the abdomen. A large right 3dmax mesh (device 3) was placed into the abdominal cavity and secured to cooper¿s ligament using sutures. The wound was closed, reapproximated and secured using sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿an indirect hernia was noted and dissected off the cord structures and intra-abdominally. A synthetic mesh was introduced into the abdomen and tacked to the pubic symphysis with sutures. The tails were reapproximated and external oblique was closed using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d.6b, g1, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). An additional supplemental emdr's were submitted to represent the bard/davol 3dmax (device 2) and bard/davol 3dmax (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdr's were submitted to represent the bard/davol 3dmax (device #2) and bard/davol 3dmax (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2006 and 3dmax mesh (x2) on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.